Manufacturer narrative:
The customer¿s experience of an incorrect syringe volume read by the device was not confirmed. Only the syringe module and its logs were available for investigation. The syringe module event log shows the last syringe used was a 30ml bd syringe with 25.0825ml detected. Functional testing performed by the customer shows the syringe module to be operating within specification. A photo sent in by the customer shows that the 20ml and 30ml syringes that they use are both on the approved list (20ml bd syringe ¿ 20ml bd syringe ¿ model 302830 and 30ml bd syringe ¿ model 302832. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported the device was reading a 20ml syringe as a 30 ml syringe. The device was also reading the volume in the syringe as 24.9ml when there was only 19.5ml in the syringe. There's no allegation of an under or over -infusion.